Event description:
In 2009, the foreign customer contacted baxter to advise that a colleague triple channel volumetric infusion pump encountered a fail code 810:11 during patient use. The problem was noted during use on a patient when epinephrine (dose, rate and concentration unknown) was being delivered and channel a failed. The patient's blood pressure was affected (level unknown) requiring intervention (unknown) by the staff to prevent an adverse reaction.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.